Event description:
Customer reports to have received a failed self test alarm. Customer's blood glucose was 107 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Insulin pump alarmed during self test due to faulty connector on remote frequency board. Insulin pump was unable to perform mini link transmitter test and blood glucose meter test due to alarm. The low reservoir alarm functioned properly. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).